Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experiencing elevated blood glucose (bg) levels from the mid 200's - 489 mg/dl with "high" ketones. Customer believes her insulin needs have increased significantly and require a settings adjustment. Customer would address the elevated bg's and ketones with a correction bolus via the insulin pump. The customer's health care provider had made some recent changes to the settings prior to the high bg's. The customer is currently working with the health care professional to adjust settings.